Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: was there any adverse consequence associated with the patient? No. Was the needle piece(s) retrieved during the same procedure? Yes, the needle was immediately retrieved. Were x-rays taken to locate the needle? No. What measures were taken to retrieve the needle? With a kocher clamp. Was there any additional tissue damage as a result of searching for the needle? No. Does a piece of the needle remain in the patient¿s tissue? No. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a dental procedure on (B)(6) 2023 and suture was used. During the procedure, the needle found in patient's mouth during suturing. Several problems have been noticed: the needle bends, lack of rigidity on a gum suture. The thread breaks. No adverse patient consequences were reported. Additional information was requested.